Event description:
A revision surgery has been reported due metal reaction. High blood chrome and cobalt, exact values were not supplied to manufacturer.

Event description:
A revision surgery has been reported due to metal reaction. High blood chrome and cobalt, exact values were not supplied to manufacturer.